Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens evaluated the information provided and informed that all dilutions should be made with atellica im thcg diluent. Siemens is informed that there is no instrument malfunction, and no service was required. The cause of the event was use error.

Event description:
The customer obtained an elevated (>1000 miu/ml) total human chorionic gonadotropin (total hcg) result on an atellica im 1300 analyzer. The customer performed repeat testing with an automatic dilution (with thcg diluent), and then a manual dilution with a non-siemens recommended diluent. The customer informed that initial test results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the elevated total hcg result.